Manufacturer narrative:
G4 PMA / 510k: k190401.

Event description:
It was reported that a patient death occurred. A mamba flex 135 cm us was selected for treatment of the target lesion. During the procedure after advancement of the catheter, the patient experienced chest pain and a distal vessel perforation. A balloon tamponade was performed in order to treat the perforation. It was reported that the patient had passed away post-procedure.